Event description:
It was reported that customer observed cracks around charging port of device. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no additional information was obtained, so no further actions or troubleshooting were completed.